Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that lead integrity alert was tripped twice for oversensing, and there was noise. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the right ventricular and left ventricular leads were purposely switched in the header block by the doctor to avoid a potential sensing issue that may develop in the right ventricular lead. The leads remain in use. No patient complications have been reported as a result of this event.